Event description:
An alumina-on-alumina hip was performed 3 yrs ago. Acetabular shell implanted at approx 70-75 degrees of abduction. Three weeks ago pt heard a "click" from the hip when attempting to stand from a seated position. Revision was performed to reposition the shell. During surgery the surgeon found broken alumina insert.